Event description:
It is reported that while the surgeon was broaching the tibia, a piece of metal broke off of the impactor handle. The fractured piece was reported to have fallen into the pt and retrieved.

Manufacturer narrative:
Evaluation summary: the device was in the field for over 13 years and had reached end-of-life. Evaluation: a portion of the impactor was fractured off near the thread base as returned. The fragment was not returned. Dings and nicks indicate the device is well used.